Event description:
Caller reported malfunction on pump with no notable events beforehand. There was no reported adverse impact to customer¿s blood glucose level. Customer was assisted by cts to reset pump, and issue did not recur. Customer was advised to contact support again if malfunction recurs, which was acknowledged and understood.